Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated she was able to clear alarm but none of the buttons were working. Blood glucose value was 126 mg/dl. The customer stated the insulin pump exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.